Event description:
It was reported that the device broke off in the pt during withdrawal. When removed, the spring was uncoiled and frayed at the tip where it broke off. Retrieval of the tip was successful. Pt condition is reported as good. The doctor attributed the resistance due to highly calcific plaque infringement.